Event description:
Customer states that the 100s position of the display flickers on and off when displaying blood results. A review of the system was performed over the phone. This review indicated that the display was malfunctioning. The customer was asked to return the meter for further evaluation and a replacement was provied. The customer was invited to call 24/7 with future questions/concerns.